Event description:
Reporter alleged obtaining discrepant blood glucose values of 280 mg/dl, 246 mg/dl, 81 mg/dl, 207 mg/dl, and 370 mg/dl within 10 minutes on the compact plus system. Reporter stated that at a separate time and on a different day, additional results of 120 mg/dl, 245 mg/dl, and 105 mg/dl were obtained within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.